Manufacturer narrative:
It was reported by an attorney, that the patient underwent a gynecological surgical procedure on (B)(6) 2006 and mesh was implanted concurrently with lavh and bso.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
The patient underwent mesh implantation concurrently with hysterectomy (B)(6) 2006 due to uterine mass, uterine hyperplasia, and urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. No additional information was provided. (B)(4).

Manufacturer narrative:
.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.